Event description:
The reporter stated that the device read over 300mg/dl. She went to an urgent care and they checked her glucose on their meter about two hours later and their result was 100mg/dl. She was not treated. The device was replaced and requested to be returned for evaluation.